Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transfer set components separated during peritoneal dialysis therapy. The nurse stated that the dark blue piece (female connector) unattached from the light blue piece (mainbody of the twist clamp). There patient received prophylactic treatment after the reported event and was reported to be doing fine. There was no patient injury or medical intervention associated with this event. No additional information is available.